Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the prograsp forceps instrument was well inspected before, but the wire was broken during the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and no damage was noticed. No instrument collisions occurred. The issue was resolved by switching to another device. Patient demographics are unable to be provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.